Manufacturer narrative:
A batch record review showed no nonconformances or anomalies that may have caused or contributed to this event. The device met all specifications and was sterilized according to validated processes. The root cause could not be established. Additional intervention including surgery is noted in the instructions for use as a possible complication associated with the use of a soft tissue reinforcement device or any soft tissue reinforcement surgical procedure.

Event description:
A patient underwent a bilateral breast reconstruction procedure following bilateral mastectomy on (B)(6) 2025. It was reported that the patient had experienced fluid discharge through the incision side on both breasts. Reoperation was conducted on (B)(6) 2025 to remove portions of the ovitex prs devices.